Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the issue was not established as no related log abnormalities were observed, no product was returned for analysis, and limited clinical information was provided minor bleed/access site adverse event: the cause of the issue was not established as insufficient clinical information was provided.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that manual pressure and minor bleeding resolved. Not available for return.

Event description:
A 56 year old male with acute on chronic cardiogenic shock secondary to dilated cardiomyopathy was supported with impella cp. Prior to implantation, he was in critical condition, requiring mechanical ventilation and triple inotropic/vasopressor therapy. Under impella cp support, the patient¿initially in scai stage d shock¿demonstrated marked improvement, with lactate decreasing from >12 mmol/l to 2 mmol/l and a reduction in inotropic requirements. Four complaints were reported: 1. Detachment/tear of the anti contamination sleeve from the distal tb valve. 2. Access site bleeding in the absence of anticoagulation 3. Dark red urine, potentially representing hemolysis but also compatible with macrohematuria. 4. Oozing at the groin access site around the repositioning sheath. Overall, the case description clearly shows that the impella device contributed substantially to stabilizing the patient in advanced cardiogenic shock, enabling successful weaning after 10 days of support with impella 5.5. The reported complaints appear plausible but represent low grade bleeding complications. Linking mild groin oozing to the decision to escalate support seems unwarranted, as escalation after four days of impella cp is consistent with best practice recommendations and appropriate given the anticipated total duration of support. Hemolysis is possible; however, no information is provided on renal function or the use of renal replacement therapy. Likewise, bleeding from the urinary tract remains a potential cause of the dark urine and was not further evaluated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.